Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the device alarmed a motor error alarm during bolus/basal. Customer's blood glucose was unknown. Customer was unable to check the alarm history. Customer was advised to discontinue use of the device and revert to a back-up plan per health care professionals' instructions. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.

Manufacturer narrative:
The insulin pump was unable to prime during prime test due to faulty force sensor resistor. The insulin pump passed the displacement, rewind, basic occlusion, occlusion and no delivery, unexpected restart error and currents test. No motor error alarm during testing noted. The motor passed motor test. The insulin pump had cracked belt clip slot and minor scratched display window.